Event description:
Allegedly, the patient is experiencing mom complications (left). Additional information received from litigation march 21, 2017. Allegedly, the patient is revised due to mom complications. Added explant date.